Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead surgically explanted due to a suspected fracture. The patient experienced 2 inappropriate shocks with over-sensing of noise. The physician reported during the explant procedure of this rv lead, the helix would not retract, and an extraction tool was needed. The extraction tool crumbled the lead on exit, causing the physician to not be able to determine the location of the fracture.